Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 11 days of implant, the right ventricular (rv) lead dislodged and was indicated to be near the atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.